Manufacturer narrative:
Patient height reported as 59¿ date of device cut out is not known. (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review for part # 04.038.095s lot # h296269; release to warehouse date: (B)(6) 2017; expiration date: 28 february 2027; manufacturing site: (B)(4). DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna screw 95mm sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was implanted with a trochanteric proximal femoral nail-advanced (tfna) nail, lag screw (tfna screw), and distal locking screw on (B)(6) 2017. X-rays taken on (B)(6) 2017 revealed a non-union and severe cut-out of the lag screw. Patient was returned to surgery on (B)(6) 2017 where all hardware was removed intact. Patient was not revised to any additional hardware at that time. Cultures were taken during removal procedure for an unspecified reason; results are unknown at this time. Patient may undergo a total hip procedure in the future but no surgery has yet to be scheduled. Surgery was completed successfully with no delay. Patient outcome was as expected. Concomitant devices reported: 11mm/130 deg ti cannulated tfna 340mm/right, sterile (part 04.037.154s, lot h293592, quantity 1), 5.0mm ti locking screw w/t25 stardrive 36mm f/im nail-ster (part 04.005.526s, lot h331225, quantity 1). This report is for one (1) tfna screw (lag screw). This is report 1 of 1 for com (B)(4).

Manufacturer narrative:
Returned to manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Customer quality completed an investigation of the returned devices. The following devices were received 04_038_095, lot h296269 and concomitant devices, 04_037_154, lot h293592, part number unknown, lot l228954 130 deg, and one locking screw, part number unknown and lot unknown. The 04_038_095 tfna screw works in conjunction with the tfn-advanced nails per technique guide tfn advanced proximal femoral nailing system. A device history review (DHR), device inspection, drawing review and dcrm review were performed as part of this investigation. This complaint cannot be confirmed without x-rays or visual evidence of the complaint condition. This complaint cannot be replicated. No new malfunctions were identified as a result of this investigation. DHR review: part #: 04.005.526s, lot#: h331225 (sterile) - 5.0mm ti locking screw w/t25 stardrive 36mm f/im nail - sterile. Quantity 120. Inspection sheet for whirl thread, vibe, flute final inspection was met inspection acceptance criteria. Component parts reviewed: part 04.005.526.999 5.0mm ti screw blank 36mm. Lot: h295261. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Scn no: 13634, ¿sterility documentation was reviewed and determined to be conforming.¿ device inspection: besides the surface anodize being worn slightly, the parts look in good shape. The nail contains some gouging on the proximal 1/3rd of the shaft. Drawing review: manufacturing drawing was reviewed and verified the part met print. Dcrm review: the complaint is adequately addressed by the risk assessment. No definite root cause can be determined due to this complaint being the result of clinical nonunion and severe cut-out of the lag screw. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.